Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with scalloping (ebmd) epithelial basement membrane dystrophy visible on both eyes (ou). It was noted there was more on the right eye than the left eye. The patient was treated with muro eye drops but changed to muro ointment as the eye drops were not tolerated by the patient. The patient¿s comments were of blurred vision and the muro eye drops burned a lot. The eye drops were discontinued, and the patient is to continue using artificial tears and muro ointment. The patient is scheduled for a follow up exam. If condition worsens, possible intervention may be required. Pre-op bcva from (B)(6) 2019: right eye pre-op 20/20 -2.00 x -1.25 x 105, left eye pre-op 20/20 -2.25 x -1.25 x 80.